Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one physical sample was received by our quality team for investigation. Through visual inspection, no issues observed with the valve. We observed some left over matter, but unable to identify if this contributed to the failure. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001420443 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and awareness training was provided. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacture narration.

Event description:
Patient says the valve is leaking. Our employee was able to confirm this and changed the valve 1st attempt sent on 10/11/2022: answers: was there any damage noticed on catheter valve? Not known. Was the valve cracked or broken? Not known. Where is the catheter located? Abdomen or chest. Is there a photo or sample available showing the reported issue? The sample is ready for pick up. Does replacing the valve fixed the problem? Yes. Did the patient require additional diagnostics other than the valve replacement to be able to drain? No. How long has the catheter been in place? (B)(6) 2022. What was the impact to the patient? No impact.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Patient says the valve is leaking. Our employee was able to confirm this and changed the valve was there any damage noticed on catheter valve? ¿ not known . Was the valve cracked or broken? ¿ not known. Where is the catheter located? Abdomen or chest. Is there a photo or sample available showing the reported issue? The sample is ready for pick up. Does replacing the valve fixed the problem? - yes. Did the patient require additional diagnostics other than the valve replacement to be able to drain. - no. How long has the catheter been in place - (B)(6) 2022. What was the impact to the patient? ¿ no impact.